Event description:
Customer called to report a temperature bowl warning icon that appeared during procedure and the system did not go into buffy coat. Name and function of complainant: same as rptr. Customer called to report that the temperature bowl warning icon appeared during procedure and that the system did not go into buffy coat. Customer adjusted the bowl optic threshold to 140; interface was as expected and the flow/return rate was 25 ml/min. Plasma was slightly lipamic. The treatment was stopped and blood was not returned to the pt. The pt was transfused packed red blood cells. Customer will return the smart card for investigation.

Manufacturer narrative:
Batch record review of lot b122 was conducted. There were no non conformances related to this issue for this lot. Lot met release requirements. Complaint lot review conducted and no add'l complaints for system pressure dome blood leak were reported to date for this lot. No trends detected. The assessment is based on info available at the time of the investigation. The instrument seems to have performed as intended; however, since no product has been returned and evaluated, a definite root cause could not be determined; hence, therakos has elected to take a conservative approach and report this incident due to the pt transfusion. (B)(4) - opened, waiting for return.